Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient had red heart alarms with no flow alarms at night while connected to the power module. This happened a few times and then stopped. The system controller was exchanged in the outpatient department. The display module was also blanking out and the patient was given another display module to use. A log file was submitted for review due to a pump stop, which occurred while the patient was connected to the power module. The patient was admitted for observation.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.